Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned as it remains implanted. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.

Event description:
It was reported that after the doctor deployed the filter, it was noted that some of the legs were twisted. The device remains in the patient. No injury to the patient reported.